Event description:
New information received notes that the source of emi could not be determined, and the device was reprogrammed to pace when noise was detected. The patient was in good condition following the event.

Event description:
It was reported that during a follow-up, review of egms showed oversensing of noise due to suspected external emi. The patient received inappropriate atp therapy. It was recommended that the patient identify and eliminate the source of external emi. The patient was not adversely affected by the inappropriate therapy and the device remains implanted.